Manufacturer narrative:
Testing and investigation found that channel 3 of the device did not sound an audible alarm tone during an alarm condition. This was due to a workmanship issue of the piezo alarm assembly by the supplier of the assembly. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported that channel 3 of the device did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering dept with an unsigned note that indicated the channel 2 of the device would not turn on. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the channel 3 of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.